Event description:
A site purchasing rep reported that the screw which tightens on the spine clamp is stripped. This event was reported outside the surgical arena and no pt was present.

Manufacturer narrative:
The part manufacture date is dependant on return of part. The suspect device has not been received by the manufacturer for eval.

Manufacturer narrative:
A medtronic representative reported that the site will not be replacing any clamps at this time as they are all fully functional. Unable to confirm complaint.